Event description:
It was reported that post a diamondtemp ablation procedure, the patient experienced a mobitz ii heart block. The electrocardiogram results were abnormal and clinically significant. The patient required an overnight stay for cardiac monitoring. The event was assessed as possibly related to the study index procedure and the diamondtemp ablation catheter. The patient was discharged home the next day as the condition resolved without treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.